Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 411 analyzer (rack system). The initial result was 283.9 miu/ml. On (B)(6) 2025, the repeat result was 5.32 miu/ml. After re-calibration, the sample was repeated with a result of > 10,000 miu/ml with a data flag.

Manufacturer narrative:
The hcg + b reagent lot number was 797723, with an expiration date of 31-oct-2025. Calibration and qc were acceptable. The customer did not provide any additional information for investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.